Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No manufacturing issues were identified. Product was sterilized per specified method and sterilization parameters. It is unk whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time.

Event description:
On (b)(6 2010, the pt was implanted with a ventralight mesh. The pt has developed an infection.